Manufacturer narrative:
Updated investigation: a video was shared by the customer, showing drops of solution coming out from the top of the yellow bottom, however the exact source of the leak is unclear. The customer's complaint of leakage can be confirmed based on the video shared by the customer. The probable cause is related to a manufacturing molding defect in the white button molded component used in the 1o2 smart valve. The device history record review couldn't be performed because the lot number for this complaint was unknown. Additional information can be found in d10.

Event description:
The complaint/event involved a 14" ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext. The yellow port of the manifold extension was reportedly leaking during patient use. There was no human harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 full phone number: (B)(6).

Manufacturer narrative:
The customer's complaint of leaks on item b55005 cannot be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown.